Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in a non calcified and non tortuous circumflex and obtuse marginal artery. A pt2 moderate support 185cm j-tip guide wire advanced through two previously placed non bsc stents. While removing the stent delivery system the physician noticed 2cm of the tip of a pt2 moderate support 185cm j-tip guide wire detached inside the patient. The detached piece remains in the patient as the vessel was too small to snare or stent. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device presents: the distal tip fractured, a kink on the proximal end and a kink on the distal tip. The visual inspection was performed and the device presents: kink at 0.6cm from proximal end, and a bent at 182cm from proximal end, and a fracture on the distal tip. Dimensional inspection: all the measure is according specifications. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following results: no materials anomalies were found and failure occurred due to a fatigue event with a final tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire detachment occurred. The target lesion was located in a non calcified and non tourtous circumflex and obtuse marginal artery. A pt2 moderate support 185cm j-tip guide wire advanced through two previously placed non bsc stents. While removing the stent delivery system the physician noticed 2cm of the tip of a pt2 moderate support 185cm j-tip guide wire detached inside the patient. The detached piece remains in the patient as the vessel was too small to snare or stent. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.